Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with broken reservoir tube lip, missing battery cap, broken battery tube threads, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that paramedics came and assisted him with a hypoglycemic episode. The patient's blood glucose at the time of incident was 13 mg/dl. The paramedics treated him with a glucose shot and the customer was not admitted into the hospital. Troubleshooting was initiated for the low blood glucose but he declined to perform the displacement test on the pump since he was already having the device replaced for physical damage. The customer was advised to monitor his blood glucose and to contact his health care provider if his low blood glucose persist. No products were shipped or returned.